Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "foggy". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "foggy", could not be confirmed. During the technical inspection of the optical component, mechanical damage was identified at the distal end, consisting of impact marks around the edge and scratches on the surface. Furthermore, the distal solder joint has been chemically corroded but remains fully functional in terms of sealing. The fogging described by the customer could not be reproduced. The damage identified is not attributable to a production or manufacturing defect but is caused by clinical use and clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).